Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis and high blood glucose. The blood glucose reading was 589 mg/dl at the time of admission. She experienced symptoms of thirst, shortness of breath, and vomiting. She was wearing the insulin pump at the time of the event. The insulin pump was removed at the emergency room and the customer was treated with a saline drip and was still in the hospital at the time of the call. The drive support cap appeared normal and recessed. Champagne sized bubbles and larger air bubbles were noted in the reservoir and the customer was assisted in priming them out. Insulin did exit and no leaks were observed. The site was not sore or irritated. The cannula was straight. She did not have the tubing clamps available but stated she would call back to complete the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.